Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2015 at 1:30 pm with a low blood glucose level of 46 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that they were working in the back yard too much which caused the low blood glucose levels. The customer was transported to the hospital by paramedics. The customer declined troubleshooting the issue. The customer stated that they called regarding their sensor and transmitter. The customer did not return the product back for analysis